Event description:
Caller tested 3.3 inr on the coaguchek s system while comparison lab returned as 8.79 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).